Manufacturer narrative:
Section d4, h4: additional information. Section a2, d10, g3, h3: corrected information. Manufacturer's investigation conclusion: incidental findings: superficial damage to the outer silicone jacket was confirmed. Damage was also observed to the gray shrink tubing at the previous driveline repair site. The evaluation of the replaced external portion of the driveline confirmed external wire damage. It was reported that an audible alarm was heard when the driveline was kinked. It stopped upon straightening the driveline. The account stated that they were able to induce the alarm again by kinking the driveline. A driveline repair was requested by the account after a photograph showed evidence of damage to a previous driveline repair. A distal-end driveline replacement was performed on 06jul2020 and approximately 18¿ of the distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Rescue tape was observed throughout the length of the returned driveline segment. The driveline also had a tear to the outer silicone jacket at approximately 3¿ from the metal connector. Damage was noted to both the ends of the gray shrink tubing of the prior driveline repair site (reported under MFR # 2916596-2014-01933). Upon disassembly of the driveline, visual inspection of the wires confirmed a breach to the insulation of the red and green wires approximately 7.5¿ from the metal connector. The observed damage to the red and green wires appeared to be the result of fatigue failure due to repetitive flexing of the driveline. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of any damaged wire contacted the braided shield while operating on a tethered power source (such as the power module), the resulting short to ground would have resulted in pump stop events. If the exposed conductors of the damaged wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power or the ungrounded patient cable, the resulting electrical phase to phase short would have resulted in pump stop events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09nov2011. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii left ventricular assist device (lvad) drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also address all system controller alarms and how to respond to such events. Lastly, the IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient had a previous driveline splice. There are exposed wires just distal to previous splice site. An audible alarm was noted on saturday or monday while on batteries. Patient stated that driveline was kinked and that it stopped upon straightening the driveline. Site was able to induce the alarm again by kinking driveline. The majority of the driveline has tape covering. Additional information states that x-ray images were sent. Tech services states that there is a breached area of the current repair, and another internal that looks a little thin in the shield. On (B)(6) 2020 tech services arrived on site and performed a cosmetic external perc lead repair. The perc lead replacement performed was approximately 4 inches from exit site. No issues were noted after the patient was back on the grounded patient cable.